Event description:
It was reported that on 13 december 2023, a 27mm navitor valve was chosen for implant, using large flexnav delivery system. The annulus was measured to be 73.1mm perimeter, 402mm square area, 22.6mm annulus derived diameter. After crossing the aortic valve with 14mm non-abbott balloon, the patient went to complete heart block and needed pacing. Balloon aortic valvuloplasty was done and the navitor valve was attempted. During deployment as per instruction for use (IFU), the valve landed too high. The valve was recaptured, and a new attempt was performed. During the second attempt, the valve was constrained and non-uniformly expanded. The patient lost cardiac output and had invasive systolic pressure of 30mmhg, cardiopulmonary resuscitation (CPR) was performed. Valve recaptured and retracted to ascending aorta. Aortic valve re-crossed with the same valve and attempted deployment; however, the valve was constrained in non-coronary cusp (ncc) and was non-uniformly expanding. The valve re-captured and removed from the patient while undergoing CPR. A new 27mm navitor valve was loaded and attempted deployment. Valve delivered during CPR in a deeper position: 7mm ncc, 6-7mm left-coronary cusp (lcc), 6-7mm right-coronary cusp (rcc). There was still moderate aortic regurgitation (ar) present in the annular area. There was sufficient calcium to allow sealing. Patient was still having CPR administered by several health care professionals. The patient had an episode of ventricular fibrillation (vf), requiring 360 joules shock. It was indicated there was no rhythm and no cardiac output. A new 23mm non-about was deployed in the desired position. The patient still had no cardiac output. 15 minutes of CPR was given after the last valve deployment and no output or cardiac rhythm. Patient passed away.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition, central regurgitation, and death was reported. Information from the field indicated that the valve was delivered during CPR to 7mm from the non-coronary cusp with moderate aortic regurgitation present. CPR was still being administered, the patient had an episode of ventricular fibrillation, a shock was delivered, and there was no rhythm or cardiac output. A new 23mm non-abbott valve was deployed in the desired position. The patient still had no cardiac output. 15 minutes of CPR was given after the last valve deployment and no output or cardiac rhythm and the patient passed away. The event was further reviewed by an abbott senior director of medical affairs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using large flexnav delivery system. The annulus was measured to be 73.1mm perimeter, 402mm square area, 22.6mm annulus derived diameter. After crossing the aortic valve with 14mm non-abbott balloon, the patient went to complete heart block and needed pacing. Balloon aortic valvuloplasty was done and the navitor valve was attempted. During deployment as per instruction for use (IFU), the valve landed too high. The valve was recaptured, and a new attempt was performed. During the second attempt, the valve was constrained and non-uniformly expanded. The patient lost cardiac output and had invasive systolic pressure of 30mmhg, cardiopulmonary resuscitation (CPR) was performed. Valve recaptured and retracted to ascending aorta. Aortic valve re-crossed with the same valve and attempted deployment; however, the valve was constrained in non-coronary cusp (ncc) and was non-uniformly expanding. The valve re-captured and removed from the patient while undergoing CPR. A new 27mm navitor valve was loaded and attempted deployment. Valve delivered during CPR in a deeper position: 7mm ncc, 6-7mm left-coronary cusp (lcc), 6-7mm right-coronary cusp (rcc). There was still moderate aortic regurgitation (ar) present in the annular area. There was sufficient calcium to allow sealing. Post-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott balloon. Patient was still having CPR administered by several health care professionals. The patient had an episode of ventricular fibrillation (vf), requiring 360 joules shock. It was indicated there was no rhythm and no cardiac output. A new 23mm non-abbott valve was deployed in the desired position. The patient still had no cardiac output. 15 minutes of CPR was given after the last valve deployment and no output or cardiac rhythm. Patient passed away.